Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient lost the desktop charger cord. The new charger was beeping, and the rep reset it. The patient also was in overdischarge due to losing the dtc. The rep met the patient on (B)(6) 2018 to do a trickle charge since stimulation had gone when the patient didn¿t have a power cord. After one hour of trickle charge, the normal charging screen appeared, but after attempting to recharge (with all 8 bars indicating excellent telemetry) for nearly 5 hours, the battery would still not hold a charge and never achieved 25% charge. Since the battery would not hold a charge, the rep was unable to reset the por or do additional programming. The patient was going to be scheduled for a replacement and the battery would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-16, additional information from a manufacturer representative reporting that the date of the replacement procedure was unknown by manufacturer representative or healthcare professional (hcp). However, manufacturer records indicate that the device was explanted on (B)(6) 2018. No additional patient symptoms or additional device complications were reported.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# unknown, product type: recharger. Correction of serial number of the concomitant product 37751: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-30 additional information was received from a manufacturer representative (rep) reporting that the patients had the ins replaced on (B)(6) 2018, and the replacement was providing adequate stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37751 serial# (B)(4) product type recharger product ID 37761 serial# unknown product type recharger.. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-12 additional information was received from a manufacturer representative (rep) reporting that the patients weight at the time of the event was unknown, and that the ins was planned to be returned after being released from the hospitals pathology laboratory. No additional patient symptoms, or additional device complications were reported for this event.